Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 1/9/97 due to a "hole in reservoir tubing and pump tubing." In the received info the physician stated that "there was a complete severance" of the tubing to the reservoir. The received info also indicated that peyronie's disease was noted during the surgery. No implant info was provided. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance with procedures.

Event description:
The device was removed due to a "failed prosthesis." A "hole in the reservoir tubing" was observed. As reported to co, the pump, reservoir and assembly kit component(s) only were removed and replaced. 2/13/97-upon receipt of the physician/surgeons operative notes, it stated, "repair of penile prosthesis. Incision was made from the base of the penis onto the scrotum for 2 inches and carried down to expose the pumping mechanism and it was removed after noticing that there was a leak in the tubing to the cylinder. Drs tried to inflate the reservoir and there was a leak in the tubing to the reservoir. There was complete severance of this tubing and the reservoir then had to be searched for in the suprapubic area. A new 100cc reservoir was placed in this area. The new pumping mechanism was placed inferiorly in the scrotum. The tubing from the disconnected cylinders and the tubing from the pump were tunneled to lie near the tubing that come from the new pump."